Event description:
During dacrocystorhinostomy, surgeon was using drill with its 1.4mm gray drill bit. The drill bit came apart at the sleeve junction while in pt's tear duct. Broken parts of drill bit expelled when pt sneezed. No pt injury.